Event description:
Rptr had 2 old amalgams removed and replaced by family dentist. Two days later, there was a painful, burning sensation in the liver area and bloating in the intestines. Within days, rptr became unsteady when trying to walk. Rptr had intense headaches, couldn't work or sleep, and didn't care to eat. Heart palpitations were frequent and unnerving. Rptr became disoriented and knew they couldn't return to their job. Rptr began to feel their death was imminent. Family dr saw them a number of times and ordered a chemistry profile - blood, urine, and thyroid function were all checked. He also ordered x-rays of the gallbladder and liver areas as well as of the colon. All tests were negative, so the dr suggested rptr pursue their idea of mercury poisoning. A dentist removed all amalgams and put in temporaries. Relief was instant. Rptr's vision changed, their heart settled down, their pains and headaches stopped. Rptr had never felt so good. Rptr went to work the next day.